Manufacturer narrative:
The issue occurred on an unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a connection issue with the one-link neutral luer activated device. The issue was further described as the nurse could not get the one-link device to thread properly. The issue was resolved by taking off the one-link device (not further specified) and connecting the primary IV (intravenous) set directly to the patient's catheter. There was patient involvement, but there was no patient injury or medical intervention associated with this event. No additional information is available.